Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that when the patient presented in clinic feeling unwell the device was found to be in backup vvi mode. The patient had recently undergone an x-ray investigation. A download successfully restored normal device function and the device remains implanted.